Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had leakage from the transducer. Water was leaking out of the hole at the bottom of the suction handle, and the suction was not working properly. The event was found during an unspecified procedure, during sedation with device outside of the patient. There was a delay for less than 30 minutes. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failures were confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: component failure of suction outlet. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.